Event description:
It was reported that the patient experienced ineffective therapy prior to an unrelated surgical procedure wherein the device was not placed into surgery mode. Troubleshooting has been unable to provide effective therapy or recover the ipg. As a result, surgical intervention may be undertaken to address the issues.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000114662. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.